Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported by the physician that the patient had a hematoma that formed post operatively. The patient was brought in to remove the hematoma. Surgery was performed and the issue is resolved.